Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller tested 4.8 inr and 4.6 inr on the coaguchek xs system while a comparison lab returned as 3.6inr. No actions taken based on device results. No adverse event reported. Requested return of suspect system.